Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a weeping skin irritation under the therapy pads of the lifevest equipment. Patient reports skin sensitivity and a sensitivity to nickel. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a spray for the skin irritation. Follow up indicated that the spray helped the skin irritation to improve.